Event description:
According to the reporter: after a laparoscopic sigmoidectomy, there was a major bleed at the staple line. The patient presented with significant bleeding approximately 3 hours after completion of the surgery. It was necessary to start treatment with hemostasis medication. The event extended patient hospitalization. To resolve the issue and complete the procedure, a colonoscopy was performed and the patient was under observation and put on drug treatments for a few days. Patient status at the time of this report is alive, with injury.

Event description:
The blood loss was approximately 510cc.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of a photo of one device. Bleeding was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.